Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 2.9 inr. The sample was sent to a local lab and the result was 2.8 inr. The sample was also sent to a local hospital and the result was 2.1 inr. The doctor took the result from the local lab. The device was replaced and requested to be returned for evaluation.